Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a screw (iuniht) became loose. No additional surgical intervention was required. Tooth location 13.

Manufacturer narrative:
Additional information received stated that certain® titanium hexed screw was re-tightened previous to this event. This screw is a single use device and re-tightening is considered off label use. Therefore, a use/ user error with no other performance issue and no serious injury or death reported for this event does not require an MDR report under the mandatory reporting regulations. As a result, no further medwatch reports will be submitted. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes.

Event description:
Additional information received stated that the loosened screw was retightened from previous event.